Event description:
Reportable based on device analysis completed on 15-oct-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending (lad) artery. A 3.00x32mm promus element stent was then advanced to treat the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.   Device evaluated by MFR: a 3.00x32 mm promus element, mr, ous stent delivery system was returned with bsc guidezilla 6fr for analysis. A visual examination of the stent found damage to the distal end of the stent with stent struts bunched in a proximal direction. Balloon profile: the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.